Event description:
Had a hysterectomy (B)(6) 2014 for purpose of removing essure. Since removal symptoms such as severe joint pain, headaches, abdominal pain, itching skin and rashes, headaches, involuntary muscle spasms, losing my balance, vaginal pain, pain during intercourse, stabbing pain in my lower abdomen have disappeared. The day of my hysterectomy these were all present and had been for 6 years. The majority of these symptoms disappeared after having essure removed most noticeably was the joint pain. I could not grip or use my hands without severe pain or walk with without severe pain in my hip. Those are both gone since having essure removed. (B)(4).